Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: white spots and black specks on injection port.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) samples and three (3) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, only the injection port involved were shown within the photos. No evidence of the claimed white and black sports were observed in the photo. Through visual inspection of the samples, three pieces with black spots on the connectors were found. Two of the black spots were placed on the external surface of the rubber, while a third spot was located along the connector tang. An injection port was marked by the customer with a pen on the upper surface, presumably indicating the position of the dot; no dot was found upon careful analysis. Concerning the filling port that arrived together, a black spot was observed embedded into the tubing wall. All of the dots found were embedded in the connector material or tubing and are not visible at 50 cm as required by internal procedure for visual inspection. As per shape and aspect of these dots, they are compatible with burnt material, resulting from the molding and extrusion process. It has been determined that this burnt material doesn't jeopardize the functionality of the product. Based on the investigation, the defect is classified as aesthetic. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.